Manufacturer narrative:
Results: the neuron max 088 looks to be in fair condition. The dilator looks to be frayed at the distal tip. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that friction was encountered when inserting the neuron max 088 catheter with the dilator over the benson wire. It was indicated that this friction made the catheter difficult to push. Upon evaluation it was confirmed that the distal tip of the dilator was frayed. This material damage appears to be a manufacturing defect. The dilator is a device accessory with the neuron max 088 and is not manufactured by penumbra. All lots of this accessory supplied by the manufacturer are sampled and inspected for visual defects. The inspection records for this lot were reviewed, and there were no rejects for this type of visual damage. It appears that the frayed tip is the result of leftover flash from the molding/extrusion process. It could also be due to excess heat applied at the tip causing some melting. This issued will be monitored. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Physician was preforming a carotid stenting procedure and accessed via the right groin. After he punctured the artery he used a benson wire and 7fr dilator before attempting access with neuron max 088 80cm mp. As he inserted the neuron max, with the dilator over the benson wire, into the patient, he noted some friction and felt it was hard to push. He then pulled the neuron max back with the dilator inside and noted that it was bent. The dilator and catheter were removed and it was noted that the dilator looked frayed. He then used another long sheath and completed the case.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.